Event description:
It was reported that the ventricular lead appeared to be placed in the atrium. The ventricular lead paced the atrium with no capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.